Manufacturer narrative:
Age at event = average age of patients enrolled in the study. Sex = higher number of gender in the study. Date of death = date literature was published. Date of event = date literature was published. J vasc bras. 2016 july-sept.; 15(3):197-204. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
To analyze temporal distribution of microembolic signals(mes) throughout both semi-eversion carotid endarterectomy(cea) and carotid artery stenting(cas) procedures and to evaluate changes in mean velocity of blood flow through the ipsilateral middle cerebral artery (mca). Thirty-three procedures (17 cea and 16 cas) were prospectively monitored using transcrainial doppler ultrasound(tcd) and the data were related to three different stages of surgery (pre-cerebral protection, during cerebral protection and post-cerebral protection). Protege rx carotid stents were implanted in patient using the spider fx embolic protection device. One patient suffered stroke, followed by death, 25 days post procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.